Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned for investigation and appeared to be in good condition under visual inspection and passed an inflation test. The complaint could not be confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action taken as the complaint could not be confirmed.

Event description:
It was reported that during use, an air leak from the cuff was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h4: manufacturing date unknown. D4: lot number and expiration date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.